Event description:
It is reported that there were no dome plugs in both of the implants mentioned. We had to open another box to have a dome seal

Manufacturer narrative:
Evaluation summary: a review of the manufacturing records indicate that the plugs were issued to the order and were packaged according to specification. A stock investigation of two remaining units from one of the reported lots was found to be conforming and the remaining units from the reported lots were fully distributed without any further reports of the kind. It can not be determined with certainty the cause of the report, but it is possible that the plugs may have been discarded after being distributed due to their light weight and small size. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.